Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: indication for use - functional mitral regurgitation. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the actuator knob detached, requiring intervention to deploy the clip. It was reported that this was a second mitraclip procedure to treat function mitral regurgitation (mr) with a grade of 4+. One clip was previously implanted on (B)(6) 2014. Post clip implant in 2014, mr was unchanged. The previously implanted clip was confirmed to be attached to both leaflets and the patient did not experience any additional symptoms prior to the second mitraclip procedure. During this second procedure, the clip delivery system (cds) was placed without issue. Prior to clip deployment, when pulling the release pin for the actuator knob, the actuator knob detached. Hemostats were used to complete the 8 rotations to successfully deploy the clip without issue. The cds was removed from the patient anatomy without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Mr was reduced to 1+. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The detachment of the actuator knob was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states: the mitraclip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease and in whom existing co-morbidities would not preclude the expected benefit from reduction of the mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.